Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) via a company representative (rep) regarding a patient receiving bupivacaine/hydromor phone/clonidine via implantable pump. It was reported that the patient had a refill done and he was in the hospital for a few days due to having withdrawal-like symptoms. He was seen by cardiologist in the hospital and was toldpossibly has first stages of cognitive heart failure (chf) but was unable to find the source. The cardiologist suggested it may be caused by the pump. They interrogated the pump and did not see any issues logged. It was reported that expected was 8.9ml but actual was 1 ml. There were no environmental/external factors reported by the patient. Troubleshooting: ¿interrogated pump and looked at logs to see if there was a motor stall at any point.¿ action/intervention: increased 24-hour dose, refilled the pump and was brining in the patient in one week to check revisor volume and see if patient continues to have any symptoms. Outcome: the issue was not resolve. 2024-08-15 rtg0638071 (rep): additional information was received from a company representative inquiring about volume discrepancy which erv 8.9 ml and arv 1ml /over-infusion. Discussed over-infusion education brief. Discussed if pump replaced to send back to mdt analysis.

Event description:
Additional information was received from a healthcare provider (hcp) stated the patient has been having episodes of hypotension over the last couple of weeks and they were suspecting a pump malfunction. He stated that yesterday his pain physician aspirated the pump and found it to be empty when it should have had ~8 ml of drug left. The healthcare provider (hcp) believes that the pump was refilled yesterday and today the patient was having another episode of hypotension and would like a rep to check the pump. Reviewed rep could check expected volume on programmer but could not aspirate pump to verify volume. Transferred to the national answering service (nas) to contact local rep. Additional information was received from a healthcare provider (hcp) via a company representative stated that the patient has an appointment on (B)(6) 2024 to check on the volume discrepancy. The patient withdrawal symptom was resolved and was discharged prior their pump refill.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
See h6 for codes updates. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative stated that the cause of the patient¿s hypotension was due to cognitive heart failure (chf). Action/intervention was unknown. Outcome was unknown.